Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the patient had been falling, had their feet dragging, and had some bladder dysfunction. The patient had been experiencing these symptoms before it was discovered that they had spinal cord compression. The rep suggested that they make an appointment with one of their providers as soon as possible to discuss the patient¿s concerns. It was also noted that the patient had been reprogrammed on (B)(6) 2017. The stimulator was covering their bilateral leg and low-back pain with a ¿low-dose¿ program. The stimulation was covering all the areas of pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient had their surgical paddle lead and ins explanted on (B)(6) 2017 after diagnostic tests revealed cord compression. The rep nor the hcp would have any further information regarding the case. It was unknown if the issue was resolved at the time of the report, but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.